Event description:
At the end of their shift, patient was performing the nightly closing duties. While cleaning up the orthone screening room, patient was tucking away the leg rest to the patient chair, slamming both right and left hands between the seat and leg rest portions of the chair, injuring both hands. X-rays were taken, results were negative for broken bones. Currently their left 1st & 2nd digits are a little swollen, while their right 1st & 2nd digits are bruised/swollen with cuts to the knuckles. Fingers are taped/splinted together. The event described above was with regard to the patient chair (2006-00; lot number 002348). The chair is part of the overall orthone MRI system (2000-000; lot number 002308).